Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user received multiple occlusion alerts. No kinks were observed in the tubing. The agent instructed the user to clear the alert and perform the fill tubing steps while detached from the pump. The cartridge, connector, and tubing all successfully received insulin during the sequence. Blood glucose was not affected. No further assistance was required.